Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.

Event description:
A likolight has tipped over. A pt was in the lift when it tipped, but no serious injury was reported.